Event description:
The resident was being transferred in the highest position when the resident allegedly fell when the lift tipped. Two cna's were present. The caregiver broke the residents fall so the resident only sustained bruises. The caregiver allegedly borke their leg as a result of the alleged incident. User sustained brusing.